Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the battery compartment was found to be damaged. In addition, the battery cap was unable to maintain an electrical connection due to damaged threads. A test cap was used for all testing. Unrelated to the issue, the pump case was observed to be cracked. Also unrelated to the issue, the audio bolus button cover was found to be peeling but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment as well as the battery cap were damaged. This report is made based on results of investigation completed on 06/02/2016.